Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and the separation between the microbore winged female luer lock adapter the tubing was identified. A dimensional inspection and an insertion depth measurement test were performed with no issues noted. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end of a one-link extension set disconnected from the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.